Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a chest drainage unit. The customer reports that the device was producing bubbles and did not drain correctly. The drainage did take longer, so the patient had to stay longer in the hospital. The customer further reports no patient injury and the procedure was pneumothorax.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.